Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Hemorrhage is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Citation: drip, ship, and on-demand endovascular therapy for acute ischemic stroke. Park ms1,2, yoon w3,2, kim jt1,2, choi kh4. Plos one. 2016 mar 3;11(3):e0150668. Doi: 10.1371/journal.pone.0150668. Ecollection 2016. Medtronic received the following report: 105 patients were treated with a thrombectomy device. Nineteen patients experienced symptomatic intracerebral hemorrhage (sich) with nihss greater than 1. Seven other patients experienced sich with nihss greater than 4.